Event description:
Determined to be reportable based on analysis approved on 12/7/06. It was reported that during an abscess drainage procedure, the amplatz guidewire tip was stretched during removal. When the physician attempted to remove the guidewire resistance was encountered. The tip of the guidewire became stretched. The guidewire and drainage device were removed as a unit. The procedure was completed without the use of a guidewire. There was no reported pt complications. Pt's status is listed as "okay."

Manufacturer narrative:
Returned product analysis reveals that the coil is elongated approximately 41.5cm from the ball weld, and the core wire is fractured from the ball weld. The wire passes freely through the returned drainage device. The fractured segments were sent for fracture analysis. Both fracture surfaces exhibited elongated ductile dimple ruptures in a torsional direction with no material reduction. No material anomalies were noted. The conclusion is that the fracture occurred because of a torsional overload. The exact root cause of the failure is unk. The device history records were examined. The reported lot has not been involved in previous complaints and has no anomalies related to complaint. The device met all specs relevant to complaint upon release.